Event description:
The customer reported that the mobile app had frozen while attempting to deliver a bolus. Their blood glucose level was displayed as "high," but the specific value was unknown. Caller re-launched app successfully. No further assistance required and the customer addressed their elevated bg with a bolus.